Event description:
A customer reported that a system message displayed during a procedure. The system had also presented problems during priming, did not perform the fluid/gas exchange, and did not detect the "fiber." The procedure was completed with the same system and accessories with no impact to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).